Event description:
The customer reported the ac power module did not work. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). Inadvertently that 30 day MDR was submitted under an incorrect registration number. To correct this problem, we have cancelled that MDR, and have created this new MDR (1218950-2013-00698). (B)(4). The customer reported the ac power module did not work. There was no reported patient involvement. The third party field service engineer evaluated the ac power module and confirmed the electrical failure. The ac power module was replaced to resolve the issue. The ac power module was not available for evaluation by philips.